Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with a flap striae and decreased distance visual acuity in left eye. She recalls no trauma and reports no pain. She mentioned she did wear "googles" during night.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Describe event: patient had flap lift & float in the left eye, 2+ edema, removed bandage contact lens (bcl) in the left eye. Device available for evaluation - yes. Placeholder.